Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient¿s mother went to give the patient glucose for the rest of the night, and when she found him, he could not move his legs, his vision was affected, and he had urinated himself. The patient¿s mother checked a bg reading which showed 1.4 mmol/l. She gave him two bottles of glucosaid and two bags of gummy bears. At the time of report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.